Event description:
I had the essure coils put in 2013 and have had chronic pain in my abdomen fatigue and swollen abdomen. Ultrasound shows my device migrated into my uterus. I am having to have a full hysterectomy to have them removed.